Event description:
During use of the device for endoscopic saphenous vein harvesting procedure, the user reported that the distal edge of the harvester caught onto the surface of the vein. As a result, a large hole was torn into the vein. The user reported the harvested vein was still suitable for coronary artery bypass graft. In addition, the user reported several large branches were not completely sealed. As a result, there was significant bleeding both during and after the vein was removed. The patient lost approximately 500 cc of blood. The user had to delay closure of the wound until the patient was given protamine. Note: this report is for two devices used on the same patient. Both the right and left thigh were originally planned to be harvested due to the amount of cardiopulmonary bypasses that were needed for the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.